Event description:
It was reported that upon reviewing this subcutaneous implantable defibrillator (s-ICD) device data, the physician noted two stored episodes which exhibited t-wave over-sensing. There was no evidence of inappropriate therapy in this secondary sensing vector. Boston scientific technical services (ts) was contacted and recommended potential exercise testing to evaluate this patient's morphology within the other sensing vectors. However, recently, the patient received inappropriate shock therapy due to under-sensed and over-sensed ventricular tachycardia (vt). The poor sensing of vt was reportedly seen in all three sensing vectors. Ts was contacted again and it was discussed that in addition to the inappropriate shocks, there was evidence of non-conversion for appropriate shock therapy. The smartpass feature was also appropriately disabled due to low amplitude measurements. It was recommended to perform diagnostic imaging to assess the system placement. It was stated the patient was hospitalized pending a vt ablation procedure and that the physician was considering a s-ICD replacement surgery to a transvenous system. At this time, the s-ICD remains implanted and no additional adverse patient effects were reported.